Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin I short turn around time (tni stat) on one patient sample. All results are in ng/ml. The initial tni stat result was 0.446, which was reported outside of the laboratory. The result was questioned by the physician and a repeat test was requested. The sample was then repeated and generated a result of <0.3, accompanied by a data flag. The sample was repeated again and generated a result of <0.3, accompanied by a data flag. The customer removed the serum separator to obtain serum from the sample due to fibrin in the sample; and performed four additional repeat tests on (B)(6) 2013. All four of those repeats generated results of <0.3. The customer deemed the repeat results to be the correct results. The result was corrected to <0.3. The customer indicated there were no adverse effects to the patient due to the erroneously reported result. There was no adverse event. The lot of tni stat reagent in use was 17182701, with an expiration date of 02/28/2014. The field service representative could not determine a cause. He performed checks, which were within specification. He also did performance testing.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the centrifugation time is too short and could be a possible root cause. This was supported by pipetting error messages that were generated by the instrument.